Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Subsequently, a minimum fill notification occurred after filling a cartridge with 200 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. There was no impact to the customer's blood glucose level.